Manufacturer narrative:
Relevant tests/laboratory data, corrected data: diagnostics and settings information were inadvertently not provided on the initial report.

Event description:
An estimate of battery life calculation was performed with the available history which revealed 5.8 years remaining until a near end-of-service condition, indicating the battery depletion to be premature. Further review of the manufacturer¿s in-house programming history database data was performed. Impedance was within normal limits throughout the history. Battery voltage was consistent throughout the history and there were no sudden voltage drops to suggest an asic latch-up. On (B)(6) 2016 the percent battery consumed was 5.430% and the battery voltage was 3.409 volts.

Manufacturer narrative:
Date received by manufacture, corrected data: the date received by manufacturer was inadvertently provided incorrectly as 02/15/2018 on follow-up report#1, when it was intended to be 02/22/2018.

Event description:
Attempts to the provider for additional information have been unsuccessful to-date. Generator replacement surgery occurred (B)(6) 2018. The explant facility does not return devices to the manufacturer.

Event description:
It was reported that a vns patient¿s generator depleted prematurely after only 2 years of use. At a check on (B)(6) 2017 the device showed that the battery was depleted. A review of the manufacturing records verified the device met specification prior to distribution and was laser-routed. Additional relevant information has not been received to-date. No known surgery has occurred to-date.